Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during surgery, a screw lost its thread, leading to its removal and replacement in the patient."